Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 383 mg/dl at the time of hospitalization. The customer was treated with insulin drip in the hospital and insulin pen. Customer experienced symptom such as vomiting. Based on customer report insulin pump did allege under delivery. Customer stated reason for under delivery was amount of insulin was not decreasing on the reservoir. Customer reported they contact their health care professional regarding the high blood glucose. Customer reported that the insulin pump was on auto mode at the time of incident. Customer performed self-test and high pressure test and both passed. The insulin pump will not be returned for analysis.